Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast prosthesis deflation, bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 380cc saline breast prostheses when the left breast prosthesis deflated after implantation. The patient noticed that her left breast prosthesis was smaller than her right. Additionally, the patient developed bilateral capsular contracture post implantation (baker grade IV in left breast, baker grade ii in right breast). As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 330cc saline breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 14-sep-2021, mentor received additional information about the event. Initially, it was reported that only the patient¿s left breast prosthesis deflated post implantation. New information received states that both of the patient¿s breast prostheses deflated post implantation. On 01-oct-2021, mentor completed a second investigation on the suspect medical device to address the reported deflation. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).